Manufacturer narrative:
Product complaint (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged reservoir issue? The connection between the drain and the 150ml bag was disconnected. Was the drain checked? Normally procedure name? Total arch replacement date of procedure? Unk date of event where product had an issue? Unk were there any intra-operative complications? If so, what were they? No where was the tip of drainage tube located? Mediastinum how was the drain secured? Normally what was the date of first activation? Unk how was the product function verified following the first activation? On first activation, there was no problem. Who monitored the drainage and how often? Ward staff when was the malfunction first noted? Unk was leakage detected? If so, where? Unk was another product used? Drain but the detail of it was unknown please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk date and name of index surgical procedure? Total arch replacement the diagnosis and indication for the index surgical procedure? Unk were any concomitant procedures performed? No what symptoms did the patient experience following the index surgical procedure? Onset date? The connection between the drain and the 150ml bag was disconnected, and mediastinitis was occurred other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon said, ""I think it was due to the fact that I put two drains on one reservoir and the reservoir was drained until it was full. The contents of the dislodged drain flowed back due to negative pressure in the mediastinum."" What is the patient's current status? Still charged due to convulsions and decreased level of consciousness, at (B)(6) . Product lot number? Unk how was the issue/patient treated? Antibiotics are administered for mediastinitis. If applicable, will product be returned? If so, please provide the return date and tracking information.= no sample will be returned. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the procedure was an arched aortic replacement, and the 24fr drain that was placed in the mediastinum was dislodged from the reservoir. The surgeon thinks that because the reservoir was dislodged, the drainage backed up into the mediastinum, possibly leading to mediastinitis. The patient was treated with antibiotics for mediastinitis. The patient continues to be hospitalized due to convulsions and decreased level of consciousness. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. "¿ what is the lot number?unk. Did the reservoir function properly upon first activation? Yes. If yes, how long after the first activation happened did the issue occurred?unk. How was the case completed. Reconnect. Antibiotics were administered for verticulitis. Any patient consequences? The patient developed verticulitis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an arched aortic replacement surgery on an unknown date and a reservoir was used. After procedure, when the patient moved, the drain that was placed in the mediastinum was dislodged from the reservoir. The patient developed verticulitis. The surgeon thinks that because the reservoir was dislodged, the drainage backed up into the mediastinum, possibly leading to mediastinitis. The patient was treated with antibiotics for mediastinitis. The patient continues to be hospitalized due to convulsions and decreased level of consciousness. [Surgeon¿s comment] I think it was due to the fact that I put two drains on one reservoir and the reservoir was drained until it was full. In the future, I will consider fixing the space between them with suture or other means. No sample will be returned. Additional information has been requested.